Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient went to emergency room and was subsequently hospitalized due to infusion set bent cannula. Patient's blood glucose at the time of issue was above 600mg/dl. Patient was treated via fluids and saline. Patient was hospitalized for 1 day. Patient had ketones. No further information available.